Event description:
Performing a tilt table test. Patient passed out and the tilt table would not go down to supine position. Red emergency button did not work nor did the down button of the table control panel. Patient was beginning to seize when manually pulling the table to supine position. Manufacturer response for table examination - tilt, (brand not provided) (per site reporter): we will notify the manufacturer today or tomorrow. This unit had already been upgraded based on a previous recall.